Event description:
Per the clinic, the implant magnet was explanted under general anesthesia on (B)(6) 2023, due to poor magnet retention.the patient was re-implanted with a transcutaneous osia implant system during the same surgery.

Manufacturer narrative:
This report is submitted on december 19, 2023.